Manufacturer narrative:
Device evaluation results: a photograph of the implicated cadd cleo infusion set was examined. The photograph revealed that the cannula had broken off. The customer reported product problem was therefore confirmed. The physical cadd cleo sets (two) were also visually examined. No abnormalities were observed in their production. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the device needle resulted in a skin reaction at the puncture site. When removing the needles the next day, a part of the teflon tube was reportedly missing. According to the patient approximately 7 mm of the teflon tube remained in the body. Additionally, the user was able to palpate a foreign body at the infusion site. They presented to the emergency room to have the foreign part removed. The part of the tube that was removed was discarded. No patient injury or complications were reported in relation to this event.